Manufacturer narrative:
This report has been generated from a service screening. Maquet inc. Submits this report on behalf of the device manufacturing facility marquet critical care. Maquet critical care provides product failure investigation, analysis and resolution for the device described in this report.

Event description:
Biomed staff reported a hissing/squeaking noise coming from the air module. The customer initially replaced the air module with a known good air module and the noise was no longer present. Fst replaced this module under warranty and tested the servo I out to verify proper operation. The servo I now works as it should with no hissing/squeaking sounds.